Event description:
During bladder tumor resection, smoke was noted to be coming from the connection of the resectoscope cord and the ball electrode. A new ball electrode was connected to a new resectoscope cord and the procedure was completed. No patient harm.